Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that it looked like cotton filler that you would find in a pillow at the end of the tampon. It was stringy and not all there. The string was still attached to the top. She experienced itching, burning, discomfort and stress over possible infection due to parts of product being left behind. She contacted a personal md (friend) who advised douching twice a day for 5 days to ensure all of the product was rinsed out and to follow up with primary care doctor if the symptoms increased.